Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection noted that the lead was stretched, the outer insulation was pulled apart from apparent explant damage. The full lead was returned for analysis.

Event description:
It was reported during the upgrade procedure the right atrial lead had no capture and high thresholds. The lead was explanted and replaced. There were no patient complications reported as a result of this event.